Event description:
During surgery which utilized a device with two other electrocautery units, the pt received rf (radio frequency) burns at the site of the electrodes. It is not known at this time if the device contributed to the event. The product has not been returned for evaluation.